Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 221766090 was returned and analyzed. Visual inspection of the mapping catheter showed the introducer was missing and the loop was kinked; this could cause insertion difficulties to the user. The compatibility test was unable to be performed. In conclusion, the mapping catheter failed the returned product inspection due a loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.